Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 35.2-36.3cm from the distal tip electrode, consistent with lead friction to a feature of the heart. Internal insulation abrasion was noted at 11.7-13.5cm from the distal tip electrode. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.